Event description:
Customer reported the system is freezing up during cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the software. System operates as intended.